Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged her ipg for 2 years since she was pregnant. She is pending a consult for a possible ipg replacement. Surgical intervention may be pending to address the issue.